Event description:
In 2004, a gore excluder aaa endoporosthesis was implanted ot repair an infrarenal abdominal aortic aneurysm. An intraoperative angiogram revealed a type ii endoleak and the physician implanted an aortic extender component in an attempt to exclude the endoleak. However, the final intraoperatvie angiogram reveled that the tye ii endoleak persisted. After 34 days, a postoperative computed tomography scan revealed that the type ii endoleak originated form the inferior mesenteric artery and the lumbar arteries. Subsequent postoperative computed tomography scans revealed aneurysmal sac growth. The type ii endoleak originating form the inferior mesenteric artery was excluded after the physician coiled the artery. No furhter intervention has bee performed.

Manufacturer narrative:
The devices remain functioning in the patient. A review of the manufacturing paperwork is bing conducted.